Event description:
The pt's mother reported that the down arrow button was hard to press from the keypad and not responsive to button presses. The reporter denies exposure to water.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypad buttons were intermittently responding. The "down" keypad buttons required excessive force to activate. The keypad was removed and the "down" key contact became inverted when pressed and did not always spring back. There were also evidence of keypad adhesive found under all key contacts.